Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient lead had moved and had lost original coverage from the original implanted lead. Lead was explanted today and replaced by 977a290; original 75cm lead was replaced by a new 90 cm. Patient is unsure what caused the lead to move. Impedance check was performed and showed lead 7 and 8 had higher impedance. Health care provider stated that patient is doing great after lead revised and issue have been resolved. No further complications were reported or anticipated.